Event description:
A DIAMONDBACK 360 CORONARY ORBITAL ATHERECTOMY DEVICE (OAD) AND VIPERWIRE ADVANCE CORONARY GUIDE WIRE WITH FLEX TIP WERE USED VIA RADIAL ACCESS TO TREAT A MODERATELY CALCIFIED, 90% STENOSED, MILDLY TORTUOUS DE NOVO MID-LAD LESION. DUE TO CONSIDERATION THAT TO INTRAVASCULAR ULTRASOUND (IVUS) WOULD NOT CROSS THE LESION, THE OAD WAS ADVANCED DISTAL TO THE LESION USING GLIDEASSIST. ATHERECTOMY WAS PERFORMED WITH SIX DISTAL-TO-PROXIMAL TREATMENTS. POST-ATHERECTOMY ANGIOGRAPHY DEMONSTRATED CONTRAST EXTRAVASATION INTO THE ADVENTITIA INDICATING A DISSECTION HAD OCCURRED. A 2.5/20 MM BALLOON WAS INFLATED TO SEAL THE DISSECTED SEGMENT, FOLLOWED BY DEPLOYMENT OF A NON-ABBOTT STENT AND ADDITIONAL BALLOON DILATION. SUBSEQUENT ANGIOGRAPHY REVEALED A JET-LIKE PERFORATION WAS OBSERVED ORIGINATING FROM THE PROXIMAL AREA OF THE EXPANDED SEGMENT. ADDITIONAL NON-ABBOTT STENTS (2.5/20 MM AND 3.0/20 MM) WERE DEPLOYED TO SEAL ONGOING EXTRAVASATION. THE PATIENT DEVELOPED HEMODYNAMIC INSTABILITY REQUIRING EXTRACORPOREAL MEMBRANE OXYGENATION (ECMO) AND WAS ADMITTED TO THE INTENSIVE CARE UNIT (ICU). THE PATIENT EXPIRED TWO DAYS LATER. IN THE OPINION OF THE PHYSICIAN, ATHERECTOMY CONTRIBUTED TO THE DISSECTION AND PERFORATION. THE PERFORATION WAS CONSIDERED TO RESULT FROM CONTRAST INJECTION UNDER PRESSURE AT A DISSECTED SEGMENT THAT WAS NOT FULLY COVERED BY THE BALLOON/STENT DUE TO ITS LENGTH, LEADING TO HEMORRHAGE AND DEATH (ACUTE HEMORRHAGIC SHOCK). CONTRIBUTING FACTORS INCLUDED MULTIPLE ATHERECTOMY PASSES WITHOUT IVUS GUIDANCE. ACCORDING TO THE PHYSICIAN, THE CAUSE OF DEATH WAS CONSIDERED TO BE ACUTE HEMORRHAGIC SHOCK WHICH WAS A COMPLICATION ASSOCIATED WITH TREATMENT OF THE LESION. NO ADDITIONAL INFORMATION WAS PROVIDED.

Manufacturer narrative:
A2: THE PATIENT WAS IN THEIR 60S BUT EXACT AGE WAS NOT PROVIDED. MANUFACTURER'S INVESTIGATION IS STILL PENDING AT THIS TIME. RESULTS AND CONCLUSIONS WILL BE PROVIDED IN THE FINAL REPORT.

Event description:
A Diamondback 360 Coronary Orbital Atherectomy Device (OAD) and ViperWire Advance Coronary Guide Wire with Flex Tip were used via radial access to treat a moderately calcified, 90% stenosed, mildly tortuous de novo mid¿LAD lesion. Due to consideration that to intravascular ultrasound (IVUS) would not cross the lesion, the OAD was advanced distal to the lesion using GlideAssist. Atherectomy was performed with six distal¿to¿proximal treatments. Post¿atherectomy angiography demonstrated contrast extravasation into the adventitia indicating a dissection had occurred. A 2.5/20 mm balloon was inflated to seal the dissected segment, followed by deployment of a non¿Abbott stent and additional balloon dilation. Subsequent angiography revealed a jet¿like perforation was observed originating from the proximal area of the expanded segment. Additional non¿Abbott stents (2.5/20 mm and 3.0/20 mm) were deployed to seal ongoing extravasation. The patient developed hemodynamic instability requiring extracorporeal membrane oxygenation (ECMO) and was admitted to the intensive care unit (ICU). The patient expired two days later. In the opinion of the physician, atherectomy contributed to the dissection and perforation. The perforation was considered to result from contrast injection under pressure at a dissected segment that was not fully covered by the balloon/stent due to its length, leading to hemorrhage and death (acute hemorrhagic shock). Contributing factors included multiple atherectomy passes without IVUS guidance. According to the physician, the cause of death was considered to be acute hemorrhagic shock which was a complication associated with treatment of the lesion. No additional information was provided.

Manufacturer narrative:
THE DEVICE WAS NOT RETURNED FOR ANALYSIS. PRODUCTION RECORD AND CORRECTIVE AND PREVENTATIVE ACTIONS (CAPA) REVIEWS WERE PERFORMED AND REVEALED NO INDICATION OF A PRODUCT QUALITY ISSUE. ADDITIONALLY, A QUERY OF THE COMPLAINT HANDLING DATABASE FOR THE REPORTED LOT REVEALED THERE IS NO INDICATION OF A LOT-SPECIFIC ISSUE. BASED ON THE INFORMATION RECEIVED, THE INVESTIGATION DETERMINED THAT THE REPORTED PATIENT PERFORATION OF VESSELS, DEATH, LOW BLOOD PRESSURE, HOSPITALIZATION, VASCULAR DISSECTION AND UNEXPECTED MEDICAL INTERVENTION APPEAR TO BE RELATED TO OPERATIONAL CONTEXT. IN THIS CASE IT IS POSSIBLE THAT THE REPORTED PATIENT PERFORATION OF VESSELS, DEATH, LOW BLOOD PRESSURE, HOSPITALIZATION, VASCULAR DISSECTION AND UNEXPECTED MEDICAL INTERVENTION ARE A RESULT OF THE PATIENT¿S DISEASE SEVERITY AND/OR USE TECHNIQUES EMPLOYED; HOWEVER, SINCE THE DEVICE WAS NOT RETURNED THIS COULD NOT BE CONFIRMED. BASED ON THE RESULTS OF THE COMPLAINT INVESTIGATION, THERE IS NO INDICATION OF A PRODUCT QUALITY ISSUE WITH RESPECT TO THE DESIGN, MANUFACTURE, OR LABELING OF THE DEVICE. UPDATED: G3, G6, H2, H3, H6 (CODES 4118, 3233, 11 NO LONGER APPLY). CORRECTION: B7 (ADDED PATIENT AGE).

Event description:
A DIAMONDBACK 360 CORONARY ORBITAL ATHERECTOMY DEVICE (OAD) AND VIPERWIRE ADVANCE CORONARY GUIDE WIRE WITH FLEX TIP WERE USED VIA RADIAL ACCESS TO TREAT A MODERATELY CALCIFIED, 90% STENOSED, MILDLY TORTUOUS DE NOVO MID-LAD LESION. DUE TO CONSIDERATION THAT TO INTRAVASCULAR ULTRASOUND (IVUS) WOULD NOT CROSS THE LESION, THE OAD WAS ADVANCED DISTAL TO THE LESION USING GLIDEASSIST. ATHERECTOMY WAS PERFORMED WITH SIX DISTAL-TO-PROXIMAL TREATMENTS. POST-ATHERECTOMY ANGIOGRAPHY DEMONSTRATED CONTRAST EXTRAVASATION INTO THE ADVENTITIA INDICATING A DISSECTION HAD OCCURRED. A 2.5/20 MM BALLOON WAS INFLATED TO SEAL THE DISSECTED SEGMENT, FOLLOWED BY DEPLOYMENT OF A NON-ABBOTT STENT AND ADDITIONAL BALLOON DILATION. SUBSEQUENT ANGIOGRAPHY REVEALED A JET-LIKE PERFORATION WAS OBSERVED ORIGINATING FROM THE PROXIMAL AREA OF THE EXPANDED SEGMENT. ADDITIONAL NON-ABBOTT STENTS (2.5/20 MM AND 3.0/20 MM) WERE DEPLOYED TO SEAL ONGOING EXTRAVASATION. THE PATIENT DEVELOPED HEMODYNAMIC INSTABILITY REQUIRING EXTRACORPOREAL MEMBRANE OXYGENATION (ECMO) AND WAS ADMITTED TO THE INTENSIVE CARE UNIT (ICU). THE PATIENT EXPIRED TWO DAYS LATER. IN THE OPINION OF THE PHYSICIAN, ATHERECTOMY CONTRIBUTED TO THE DISSECTION AND PERFORATION. THE PERFORATION WAS CONSIDERED TO RESULT FROM CONTRAST INJECTION UNDER PRESSURE AT A DISSECTED SEGMENT THAT WAS NOT FULLY COVERED BY THE BALLOON/STENT DUE TO ITS LENGTH, LEADING TO HEMORRHAGE AND DEATH (ACUTE HEMORRHAGIC SHOCK). CONTRIBUTING FACTORS INCLUDED MULTIPLE ATHERECTOMY PASSES WITHOUT IVUS GUIDANCE. ACCORDING TO THE PHYSICIAN, THE CAUSE OF DEATH WAS CONSIDERED TO BE ACUTE HEMORRHAGIC SHOCK WHICH WAS A COMPLICATION ASSOCIATED WITH TREATMENT OF THE LESION. NO ADDITIONAL INFORMATION WAS PROVIDED.

Manufacturer narrative:
The device was not returned for analysis. Production record and Corrective and Preventative Actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information received, the investigation determined that the reported patient perforation of vessels, death, low blood pressure, hospitalization, vascular dissection and unexpected medical intervention appear to be related to operational context. In this case it is possible that the reported patient perforation of vessels, death, low blood pressure, hospitalization, vascular dissection and unexpected medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.Updated: G3, G6, H2, H3, H6 (Codes 4118, 3233, 11 no longer apply).Correction: D4 (catalog number).